Event description:
Baxter infusor lv 5 contained 4464 mg fluorouracil in dextrose 5% water total volume 230 ml to infuse over 46 hours. At hour 40, the patient reported a leak in the elastomeric balloon inside the plastic case. Dates of use: 2008. Diagnosis or reason for use: colon cancer.